Manufacturer narrative:
Further investigation found that the root cause is associated with a defect in both algorithm versions v2.5.7 and v3.0.7 of the hemosphere module and foresight monitor for the affected somatic regions. Certain somatic locations are affected; legs, arms/deltoids. Unaffected region; flank. Pra root cause analysis identified that the issue is related to the algorithm rather than the design of the sensor. Fca has been initiated for the issue related to the hemosphere module and foresight monitor. H3 other text : product not returned

Manufacturer narrative:
The foresight sensor was discarded and not available for return and evaluation. The serial number on the device is unknown; therefore, a device history record review cannot be completed and the UDI information is unknown. The log files were reviewed and the results will be submitted once available. An MDR report for the foresight module will be submitted and the submission number will be provided through a supplemental submission.

Event description:
It was reported that low sto2 values were displayed on a hemosphere monitor hem1 at a product demonstration in the edwards booth at a medical conference. The foresight sensor had been placed on the foreheads of two different people and the cerebral oximetry readings were within normal limits. When the sensors were placed on their forearms the somatic tissue oximetry readings were in the 30 to 40 percent range and the expected values were 60 to 80 percent. Troubleshooting included applying the sensor to their upper arms and on another edwards employee leg calf, but the same issue occurred. The hem1 used was an edwards demonstration unit. The hem1 had the appropriate windows 10 and foresight 2.0 software installed. After additional discussion with the product manager and engineer who were present, it was believed that the ambient light of the conference surroundings were interfering with the readings. The data logs from the monitor were downloaded. After returning from the conference, the source of the issue remained inconclusive so the data logs were reviewed. After review of the logs, it was discovered that the issue was not due to the ambient lighting and the investigation was ongoing to determine the root cause. After the investigation concluded on 12/13/2021, it was determined that the hem1 monitor was not a contributor to the issue as previously reported. The sto2 values come from the foresight module and the sensor. The hem1 monitor reported under submission number 2015691-2021-06749 has been ruled out as a suspect device. This event did not occur in a clinical setting. There was no patient involvement. There are no patient demographics. There was no inappropriate patient treatment administered.

Manufacturer narrative:
The device was not returned; however, the clinical log files were returned and reviewed. An issue with inconsistent sto2 readings on somatic regions was identified. The issue is associated with the sensor v3 design. The algorithm a2 exacerbates the issue, but the issue is seen in algorithm a1 also. Based on the investigation, the root cause of the low/inaccurate sto2 values is related to the v3 hardware design and the a2 algorithm. The issue is related to the interaction of the hardware and software that are selected. Corrective action and pra escalation will be initiated.

Manufacturer narrative:
The device was discarded and will not be returned. The log files are being reviewed and the findings will be sent under a separate submission when the evaluation is concluded. The other submission numbers of the involved products are, 2015691-2022-03340, 2015691-2022-03341, 2015691-2022-03342, 2015691-2022-03345, 2015691-2022-03346, 2015691-2022-03347. H3 other text : discarded.